Manufacturer narrative:
Loss of display is a failure experienced by the user when there is no display. The display goes blank, or there is an intermittent loss of display on the cardiosave unit and therefore, there are no images, readings, or indicators.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had display failure issue. There were no patient harm or injury was reported.

Manufacturer narrative:
Other contact person number: (B)(6). Correction field: updated field: b4, g3, g6, h2, h6(investigation conclusions), h11. A fse evaluated the device and verified the top lcd was flickering. The top and bottom lcd cables and ribbons were removed and receded, which corrected the display behavior. All transducer calibrations were verified and found within specifications. The touchscreen test passed, and a 12 hour run time test at 80 bpm also passed. Functionality was confirmed with the biomed technician, and both the top and bottom lcds populated correctly. The repair was completed successfully, and the product passed all functional and safety tests per manufacturer specifications. The issue was resolved, and the unit is ready for patient care.

Event description:
N/a.